Manufacturer narrative:
This device was explanted on (B)(6) 2019. Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 85 months and 31 charging cycles were recorded in the devices memory. The memory content of the device was inspected, revealing that the eos status was triggered on november 13, 2019, seven days after the device was explanted, most likely resulting from an automatic capacitor reformation in a cold temperature environment. Therefore the eos status was removed with a technical programmer. Subsequent interrogation revealed the eri battery status. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In a next step the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between the amount of charge taken from the battery and the battery voltage was observed. This inconsistency lead to the automatic detection of the eri battery status. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the analysis of the inner assembly an elevated internal battery impedance was identified. It is reasonable to assume that the increased impedance has led to a voltage drop and therefore to the clinical consequence. In conclusion, analysis revealed an elevated battery impedance as the root cause of the clinical observation.

Manufacturer narrative:
This device was explanted on (B)(6) 2019. The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Should further relevant information or the device itself become available, this investigation will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Should further relevant information or the device itself become available, this investigation will be updated.

Event description:
Remaining battery status showed 49 percent in (B)(6) 2019 (battery status is unknown). During in-office follow up on (B)(6) 2019, the battery status showed eri, remaining battery was 0 percent, battery voltage was 2.97 v. Battery problem was suspected. Device change out has been scheduled for november.